Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the exact root cause of the deformed channel could not be determined, the investigation determined that a likely cause may have been handling at the user facility. This issue is addressed in the instructions for use (IFU): do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Additional information was requested regarding this event, however, the customer was unable to provide additional details. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus territory manager reported on behalf of a customer, the oes cystonephrofiberscope had failed air/water leakages leak test. The event was found during reprocessing. There was no report of patient harm. During inspection and testing of the returned device, the channel was deformed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was a severe leak at the instrument channel. The device evaluation found that the channel/control body was deformed. The port was bumpy and sticky and the seal/label was lifted. Excessive patchy color and glue deterioration of the bending section cover and the bending section cover adhesive was deteriorated. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus territory manager reported on behalf of a customer, the oes cystonephrofiberscope had failed air/water leakages leak test. The event was found during reprocessing. There was no report of patient harm. This medwatch is being submitted to capture the reportable malfunction found during evaluation.